Event description:
The manufacturer received the following information through a local academic conference. The crown aortic valve (unknown model and serial #) was implanted in the patient on an unknown date who started dialysis treatment two years before the implantation. The valve was explanted on an unknown date due to stiffness of the valve and stenosis. Also, it was found that tear on the valve and caused the regurgitation. Therefore, the valve was explanted and replaced with a perceval sutureless aortic valve. No further information is available at this time.

Manufacturer narrative:
Updated sections b4, g3, g6, h2, h6, h11. Since no information regarding device serial number is available and the device was not returned to the manufacturer, further investigation on the device cannot be performed. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). As reported, patient was under dialysis. As such, it is reasonable to conclude that patient's condition may have contributed to the structural valve deterioration of the crown valve.